Event description:
A confirmed motor stall and recovery were reported in the event logs; the length of the stall was not reported. The motor stall was caused by the pt having an MRI or other medical procedure. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4)